Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring emergent food intervention. During the call to customer support, the consumer admitted that she does not run regular control solution tests on their test strips for integrity before use as instructed in our directions for use. The consumer did not have any control solution for testing his test strips. The consumer was educated on these directions for use at the time of call. The meter and test strips will not be returned for evaluation. The consumer used up all the test strips.